Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The insulin pump had turned off. Customer had bumped the insulin pump when it was in their pocket. The contacts on battery cap were not damaged or missed. The battery compartment and spring was not corroded or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.